Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pump user experienced persistent high blood glucose readings confirmed by cgm and meter, with values up to 319 mg/dl, associated with repeated infusion site issues including bent cannulas and suspected poor absorption in areas with scar tissue; the user subsequently performed multiple site changes, transitioned to a different infusion set type, and temporarily used subcutaneous insulin via pen per backup therapy. Symptoms included hyperglycemia. Outcomes included ongoing troubleshooting with education on site selection, cannula fill, and backup therapy, with glucose trending downward after site changes and relocation to a fattier area. Investigation included review of reported use, infusion site assessment, guided supply changes, and consultation with clinical support. Investigation of this case revealed probable infusion set performance and placement issues consistent with bent cannulas and reduced absorption from scar tissue, with no pump functional anomalies reported and no alerts received. It was concluded that hyperglycemia was most consistent with infusion site failure and insulin delivery interruption at the cannula level, and that use of an alternate infusion set and site rotation should mitigate recurrence. The device has not been returned. If it